Manufacturer narrative:
The referenced device and its cable were returned to olympus for a physical evaluation. The proximal end of the 784515 electrode is burned and charred. The loop at the distal end of the device was intact. Foreign material was observed on the device which is indicative of usage. The shaft of the device was found bent. In addition, the hf cable connector is burned and charred as well. A continuity test was performed; the electrode and cable passed the continuity test, respectively. There was no damage observed on the insulation of the cable. The cause of the reported event could not be conclusively determined as the working element and generator used along with the device was not returned along for evaluation. However, based on similar complaints the most probable cause of the reported event can be attributed to fluid and or debris at the connection of the device and cable during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
Olympus was informed that at the beginning of cystoscopy with transurethral resection of the prostate (turp) procedure, the device sparked at the connection between the connection of the device and cable. The intended procedure was completed with a second similar device. There was no patient injury reported. No longer stay or additional procedure for the patient. The procedure was delayed by 10 minutes. In addition, the device was inspected prior to use but no anomalies were found. All connections were connected securely. The unspecified cable used with the device is less than a year old.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection of the device was performed; the 784415 electrode was received with the hf cable. The proximal end of the device was burned and charred. In addition, the hf cable connector is burned and charred as well. A continuity test was performed; the device and hf cable passed the continuity test, respectively. Foreign material noted, consistent that the device was in use. No breaks or opens observed on the hf cabling. Based on previous investigations related to the device and the reported event, the potential cause of the reported event is attributed to to saline ingress during internal activation within the proximal end of the electrode. A cause for this ingress can be insertion of the electrode into the connector cable whilst not completely dry.additionally, a DHR review has been performed; there are no issues (ncrs or deviations) with the manufacturing process.